Manufacturer narrative:
Additional information: h4, h6, and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a universal anesthesia set leaked. During a propofol infusion with a non-baxter pump, the tubing set was noted to be leaking from the two areas. A diagram was provided by the user indicat the leak occurred where the tubing meets the male luer connection and the female luer connection. The patient was hypotensive the day prior and the hypotension persisted, which required unspecified medication boluses. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.